Manufacturer narrative:
B3: event date was not correct changed to no information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had some trouble with their previous device and their healthcare provider went ahead and was massaging their back and went and pressed on that for like 15-20 minutes before they realized because they were around the implant area they had pain in that area. Patient stated the only thing they could think was that it was something on the other side. Patient mentioned they had to talk to their doctor on monday to find out what they did back there but that was the only reason it was changed. Agent documented reported event. No further action was taken by patient services (ps). Additional information was received from a healthcare professional (hcp). The hcp reported that when asked to clarify the statement, "they had some trouble with their previous device, they stated that they had pain over device examination confirmed typical placement of the device. The patient's pain was located to the device. The cause of the normal battery depletion was not determined. The cause of they had some trouble with their previous device was determined and the most likely cause or contributed to the issue was that the pain likely developed after direct manipulation during physical therapy. The had developed a sensitivity to the implant. The steps taken to resolve the issue was that a new pocket was created inferior and slightly lateral to the old implant. The device was removed intact. The lead was connected to the new manufacturing device due to the old one being close to end of battery life. The prior pocket was closed. The issue was resolved and has excellent post-operative recovery with resolution of device pain.